Manufacturer narrative:
(B)(4).

Event description:
Impedances were checked at implant and found to be greater than 10,000 ohms on four electrodes. The lead was disconnected from the extension and stimulator and checked with an external stimulator and snap-lid connector. The impedances were still greater than 10,000 ohms on electrodes 4, 13, 14, and 15. The lead and extension were both replaced and subsequent impedance checks were ok. The outcome was reported as "stimulator working fine with lead finally implanted".